Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the unit involved with this complaint and completed the device evaluation. Failure analysis investigation confirmed the reported issue. The instrument was found to have one of the blades broken. The blade broke at the base and the broken piece was returned. Any inadvertent contact with staples, clips, or other instruments while the device was activated may result in a cracked or broken blade. Blade damage may be detected by the generator with a solid tone or an error. Scratches on the blade tip may also lead to premature blade failure. The root cause of this failure was fatigue failure due to mishandling/misuse.

Event description:
It was reported that during a da vinci-assisted surgical procedure, one of the harmonic ace instrument¿s blade detached and fell inside the patient¿s abdomen. The blade was removed during the same surgery. The procedure was completed with a backup instrument no reported injury. Intuitive surgical, inc. (Isi) made multiple follow up attempts to obtain additional information from the customer concerning the reported event with no success.